Event description:
It was reported that the intra-aortic balloon (iab) was inserted in 2007. On the next day, the pump alarmed and blood was seen in the helium tubing. The md "tried to remove the iab, however, part of the membrane remained in the pt." As a result, the pt was transferred to the surgery department and the remaining membrane was removed. The pt is now in intensive care.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.